Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 23 months post revascularization the patient suffered from occlusion of left sfa. This was treated with a revascularization of the sfa (l-1) using an in.pact admiral device.